Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on unknown date. It is further alleged that the subject products malfunctioned and/or dislodged causing injuries to patient, including but not limited to elevated cobalt levels and the need for further surgery to replace the stryker implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.